Event description:
Boston scientific received information that during a follow visit, this device and right ventricular lead displayed high out of range impedance measurements. In addition increased threshold measurements were displayed. Review of the data revealed numerous non-sustained events with noise that had led to one inappropriate shock. The patient was hospitalized and a decision was made to replace this device and lead. A revision procedure was performed. This device was removed and replaced. In addition, the lead was surgically abandoned and replaced. No adverse patient effects were reported. An internal technical service consultant performed a review of the device data. The rv lead had fluctuating impedance measurements since implant; some of the measurements were stable and within range, however for the past year, out of range impedance measurements were noted. The shock impedance measurement was normal. Four non-sustained episodes were noted; none of which had therapy delivered. No asystole greater than two seconds due to pacing inhibition wa observed as the patient with this lead has an intrinsic cardiac rhythm. It was thought there may be a partial lead fracture or a possible connection issue.

Manufacturer narrative:
According to available information, this device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.